Manufacturer narrative:
A review of the pump black box did not reveal any evidence of a cs 087 alarm. The black box did reveal cs064 and cs 078 alarms. The ez-prime steps were performed successfully with no alarms occurring. Unrelated to the original complaint, there was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a bolus button leak. The pump¿s cover was removed and there was further moisture corrosion found inside the display screen, the continuous glucose monitor, and to the motor flex/connector. Additionally, the bolus button cover was found to be torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.